Event description:
During surgical procedure for medically intractable multifocal epilepsy, surgeon was unable to use device. It was reported that the device cable lock could not be removed from the grid. Additional clinical information has been requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.